Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2009. The patient had a 1 x 5 cm erosion at the posterior incision line in 2009. As a result, the mesh was trimmed in the office, and silver nitrate was applied to the area.

Manufacturer narrative:
Date sent to the FDA: 06/11/009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.